Event description:
It was reported that during a moderately tortuous, moderately calcified, right ventricular coronary artery procedure after the first inflation of 14 atmospheres during the removal of a trek otw (2.0x12mm) there was resistance felt between the trek and a non-abbott guide wire. The nanto method was used unsuccessfully and both devices were removed as a single unit. A new guide wire, new balloon delivery system, and new stent were used to complete the procedure. There were no adverse patient effects or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.